Manufacturer narrative:
H3) the software investigation found that the reported event was not related to a software issue. Complaint data analysis found the event was due to a usability issue as per salesforce. Software functioning as designed. B01, c19,d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the there was an alleged inaccuracy noticed during a post op spin (direction and distance unknown). Field service engineer performed a system checkout along with the navigated spin with the corresponding navigation. It occurred post op and there was no delay to the case. No reported impact to the patient. Additional information received stating that "doctor was clamped at l1 and stated only s1 screws were off on final spin. Navigation seemed accurate. Screws off inferior ~5 mm. Unknown which instruments used".

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the there was an alleged inaccuracy noticed during a post op spin (direction and distance unknown). Fse performed a system checkout along with the navigated spin with the corresponding navigation (B)(6). It occurred post op and there was no delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and integrated stealth system with imaging system tested for accuracy. Accuracy test passed returned system back over to the customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.